Event description:
It was reported that the patient had the artificial urinary sphincter removed due urinary incontinence from a leak in the device. Initially the incontinence improved, however after a few months it slowly returned. A new artificial urinary sphincter was implanted. Following the replacement surgery, the patient fully recovered and was continent.

Manufacturer narrative:
Returned product consisted of an ams 800 pressure regulating balloon, occlusive cuff, and a control pump. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities that would affect the functionality of the cuff component. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested because the original pressure of the balloon is not known. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or the kink resistant tubing (krt). The pump passed functional testing and performed within product specifications.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due urinary incontinence from a leak in the device. Initially the incontinence improved, however after a few months it slowly returned. A new artificial urinary sphincter was implanted. Following the replacement surgery, the patient fully recovered and was continent.